Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: beyond childhood: percutaneous closure of an aortopulmonary window with severe pulmonary hypertension in an adult woman ¿ a case report b3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "beyond childhood: percutaneous closure of an aortopulmonary window with severe pulmonary hypertension in an adult woman ¿ a case report", was reviewed. The article presented a case study of a 25-year-old female patient with a history of dyspnea, dizziness, palpitations, near syncope, cardiac murmur, aortopulmonary window, chest pain, tachycardia, hypotension, and peripheral hypoperfusion. A 14mm amplatzer septal occluder was selected for implant on an unknown date. The device was implanted. A trivial residual shunt and a grade I-ii/vi continuous systolic murmur at the upper left sternal border was noted. Post-procedure the patient was transferred to the critical care unit for monitoring. The patient developed progressive anemia with laboratory signs of hemolysis. Haematuria was noted under urogram computed tomography. The anemia was managed with oral folic acid and subcutaneous erythropoietin. Medical therapy included aspirin and carvedilol. The murmur resolved on its own. Within the first week of discharge, the patient experienced thoracic pain, which resolved after two weeks. At the 3-month follow-up echocardiogram showed a severely dilated left ventricle with mildly reduced systolic function. Mild regurgitation was observed in the aortic, pulmonary, and tricuspid valves. The device remained in optimal position with no residual shunt. [The primary and corresponding author was felipe eduardo macías prado, interventional cardiology, hospital alfredo paulson, roberto gilbert elizalde, guayaquil, guayas 090514, with corresponding e-mail: fmaciasp@jbgye.org.ec.].

Event description:
The article, "beyond childhood: percutaneous closure of an aortopulmonary window with severe pulmonary hypertension in an adult woman ¿ a case report", was reviewed. The article presented a case study of a 25-year-old female patient with a history of dyspnea, dizziness, palpitations, near syncope, cardiac murmur, aortopulmonary window, chest pain, tachycardia, hypotension, and peripheral hypoperfusion. A 14mm amplatzer septal occluder was selected for implant on an unknown date. The device was implanted. A trivial residual shunt and a grade I-ii/vi continuous systolic murmur at the upper left sternal border was noted. Post-procedure the patient was transferred to the critical care unit for monitoring. The patient developed progressive anemia with laboratory signs of hemolysis. Haematuria was noted under urogram computed tomography. The anemia was managed with oral folic acid and subcutaneous erythropoietin. Medical therapy included aspirin and carvedilol. The murmur resolved on its own. Within the first week of discharge, the patient experienced thoracic pain, which resolved after two weeks. At the 3-month follow-up echocardiogram showed a severely dilated left ventricle with mildly reduced systolic function. Mild regurgitation was observed in the aortic, pulmonary, and tricuspid valves. The device remained in optimal position with no residual shunt. [The primary and corresponding author was felipe eduardo macías prado, interventional cardiology, hospital alfredo paulson, roberto gilbert elizalde, guayaquil, guayas 090514, with corresponding e-mail: fmaciasp@jbgye.org.ec.]

Manufacturer narrative:
As reported in a research article, beyond childhood: percutaneous closure of an aortopulmonary window with severe pulmonary hypertension in an adult woman. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. It is possible that procedural circumstances and/or patient complications could contributed to the reported issue; however, this cannot be confirmed. The reported unexpected medical intervention was result of case specific circumstances, as medication was provided. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Literature attachment: beyond childhood: percutaneous closure of an aortopulmonary window with severe pulmonary hypertension in an adult woman ¿ a case report. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.